Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-01348. Additional information received identified effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01348. It was reported the patient had never experienced effective stimulation. Reprogramming was tried multiple times to no avail. Subsequently surgical intervention was undertaken wherein the lead was explanted and replaced with another model to resolve the issue. It is unknown which lead is related to the issue. Therefore both the leads are being reported explanted.